Event description:
Boston scientific crm received information that this atrial lead had dislodged and was exhibiting sensing issues and no capture was observed. Therefore, a lead revision was performed and the lead was removed from service. A new active fixation atrial lead was implanted without further incident.

Manufacturer narrative:
Boston scientific's post market quality assurance laboratory cannot confirm the observed clinical observation of dislodgement. However, evidence and past experience suggests that lead dislodgement can be the result of unique patient physiology and /or implant technique (which is often dictated by patient anatomy). Lead dislodgement is a potential complication of implantable pacing and is described in device labeling. Boston scientific crm will continue to monitor for similar events to ensure that no lead displays an abnormal rate of occurrence.